Manufacturer narrative:
Based on the event as reported it is unknown what may have caused or contributed the detachment of the yellow anchor. The sample was discarded following the procedure. Without having the sample returned, we are unable to evaluate for root cause determination. However, the most probable root cause is that forces applied during use added significant resistance to the anchor weld causing it to push down the inflation tube and get caught behind the muscle layer while pulling the inflation tube out of the abdomen. As reported two devices with the same product code (5955450) were used on the patient during this procedure and the contacts are not sure which lot number (hucx3032 or hucx0907) is associated to the reported event. As such a review of the manufacturing records for both lot numbers was performed. Hucx3032: the review found that the lot was manufactured to specification. Device history record review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing/inspection procedures. The product lots passed all required inspections at both end product and subassembly levels. No manufacturing issues associated to the reported event were found in the reviewed lots. To date there have been no other reported complaints for this manufacturing lot of (B)(4) units, released for distribution in december, 2018. Hucx0907: the review found that the lot was manufactured to specification. Device history record review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing/inspection procedures. The product lots passed all required inspections at both end product and subassembly levels. No manufacturing issues associated to the reported event were found in the reviewed lots. To date there have been no other reported complaints for this manufacturing lot of (B)(4) units, released for distribution in november, 2018.

Event description:
It was reported that on (B)(6) 2019 a ventralight st w/ echo ps was being used during a laparoscopic ventral hernia repair procedure. As reported the defect was closed prior to hoisting the device through the abdomen. It is reported that the yellow anchor was noted to be missing as the inflation tube was pulled through the defect. The surgeon noted the yellow anchor was stuck in the muscle layer. This was retrieved and removed from the patient without any additional medical/surgical intervention. There was no patient harm/injury. As reported two devices with the same product code (5955450) were used on the patient during this procedure and the contacts are not sure which lot number (hucx3032 or hucx0907) is associated with the reported event. The sample was discarded.